Manufacturer narrative:
B2 was inadvertently left blank and has been filed in appropriately.

Event description:
A balloon developed a pin-hole leak following deployment of another MFR's stent during a bi-lateral iliac stent placement. This balloon was used prior to pre-dilate the lesion. The balloon was then removed, cleaned and readvanced for deployment of the first stent as well as used for deployement of the second stent. The balloon developed a leak. The pressure gauge was exchanged for a syringe and the stent was forcibly deployed via hand injection. Following removal of the balloon, it was noted the distal tip of the balloon catheter had detached in the pt. A gooseneck snare was utilized to retrieve the detached catheter segment without incident. Results were satisfactory and the procedure was completed successfully at that time. The device was received, evaluated and retained by this MFR. The engineer received a portion of the catheter shaft and two pieces of balloon material for evaluation. The distal tip of the catheter was not returned. The distal portion of the segment of the shaft returned was elongated. Balloon material was noted on the proximal end of the shaft segment and measured approx. 2.8cm in length. A longitudinal tear with jagged diagonal edges was noted as well as scratches on the surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Stent placement may be indicated when it is believed angioplasty alone will not achieve a good result. Dilatation of a stenosed stent may result in contact with a surface that could damage the balloon material. The device also displayed characteristics consistent with continual exertion, an elongated shaft, as well as contact with a sharp external source, scratches on the balloon material. Co believes the above factors contributed to this event and does not attribute it to the device. Co's directions for use state: "balloon dilatation catheters are recommneded for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesion of native of synthetic arteriovenous dialysis fistulae. Any user for procedures other than those indicated in these instructions is not recommended. The minimal dilating force required to dilate should be applied, minimizing risks of ballon over-inflation or rupture. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."